Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that at least 4 of the sensors recently received were either bent or broken during use. The customer's blood glucose was 93 mg/dl at the time of incident. Troubleshooting advised that replacement sensors would be sent to the customer.